Event description:
It has been determined that the left mammary implant doesn't show signs of complication and is intact¿, and ¿no signs of malignity¿ was performed on this complaint record. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.